Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the ok button was under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-nov-2018 with the following findings: during investigation, the keypad was found to be intact; no damage or peeling was observed. All keypad buttons were responsive to button presses during testing. The keypad was removed and no evidence of contamination was observed on the button contacts. The pump was opened and no evidence of the moisture corrosion was found near the keypad connector. The complaint of a keypad response issue was not duplicated during investigation.